Event description:
Additional information received. No causes or contributing factors for the resistance were identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline flex with shield technology stent (ped2) became stuck (locked up) in the distal end of the phenom 27 microcatheter during deployment. The stent became completely jammed; attempts to deploy, move, or re capture the device were unsuccessful. The physician released the load (slack) in the system in an attempt to resolve the issue, however, it did not resolve. The whole pipeline and phenom 27 system were removed together through the phenom plus guidecatheter. The stent was replaced with a another ped2 of the same model to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left posterior communicating artery aneurysm with a max diameter of 4 mm and a 2 mm neck diameter. The landing zone arterial diameter was 3.85 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as fine. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. There was no damaged to the catheter or pushwire.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID unk-nv-fg15 (lot unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.